Manufacturer narrative:
Concomitant products: product ID: 97712, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4). Analysis of the desktop charger (serial # (B)(4)) found that the desktop charger had a broken connector.

Event description:
The consumer reported that their recharger screen was blank. The green light was present on the desktop charger but the connector pin was possibly broken. When the patient unplugged the recharger and then plugged it back in they saw a charge the recharger screen and a low implantable neurostimulator (ins) screen. The patient's ins went dead on (B)(6) 2015. The patient was sent a replacement desktop charger but it did not work. They tried to charge their recharger all night and it still had no charge. The patient was sent a replacement recharger. Additional follow-up indicated that the replacement of the external devices resolved the charging issues.